Manufacturer narrative:
Medical device type: jka/fmi. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8288589, medical device expiration date: 2020-10-31, device manufacture date: 2018-10-15. Medical device lot #: 8283765, medical device expiration date: 2020-10-31, device manufacture date: 2018-10-10." (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was blood leaking between tubing and connector with a bd vacutainer® push button blood collection set with pre-attached holder. 2 occurrences with batch 8288589 and 1 occurrence with 8283765. Further information regarding the second occurrence with batch 8288589 is unknown. The following information was provided by the initial reporter: blood leaks from connection between the fine line tubing and the connector to the vacuum part where blood should not leak from, leaving potential blood exposure, this device is meant to be closed blood collection set.

Manufacturer narrative:
Investigation summary: bd received a photo, a contaminated sample from an unknown lot, and unopened samples from lot 8288589 from the customer facility for investigation. The photo was evaluated and a cut in the female luer end of the tubing was observed. Additionally, pressurized leak testing was performed on the unused customer samples and leakage was not observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met. Investigation conclusion: based on evaluation of the customer photo, the customer¿s indicated failure mode for a cut in the female luer end of the tubing with the incident lot was observed. Additionally, testing of the customer samples was conducted and no leakage or cuts in the tubing were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was blood leaking between tubing and connector with a bd vacutainer® push button blood collection set with pre-attached holder. 2 occurrences with batch 8288589 and 1 occurrence with 8283765. Further information regarding the second occurrence with batch 8288589 is unknown. The following information was provided by the initial reporter: blood leaks from connection between the fine line tubing and the connector to the vacuum part where blood should not leak from, leaving potential blood exposure, this device is meant to be closed blood collection set.